Event description:
After switching to the new strip sterile skin closures from the much preferred, better quality strip skin closures, all rptr hears from surgeons and residents are complaints about the product. The strip closures do not work. The strip closures do not stick as well as the other brand strips. Frequent replacement of the ineffective strip skin closures increase surgical morbidity of the wound. Very bad scars are left. Any gain in cost differential is defeated by using the low quality strip closures due to frequent replacement of these ineffective strips. The strip skin closures are unsatisfactory and rptr strongly recommends that hosp immediately switch back to the good strips that work.